Event description:
Edwards received information that a 23mm bioprosthetic aortic valve, implanted fourteen (14) years and one (1) month, was explanted due to prosthetic valve degeneration. Through follow up with the healthcare provider it was learned that "transesophageal echocardiogram showed a mild mitral regurgitation and mild-moderate aortic regurgitation, severe prosthetic valve restenosis," the explanted device was replaced with a 21mm bioprosthetic aortic valve. Following the procedure the transesophageal echocardiogram showed normally functioning valve. The patient left the operating room in critical but stable condition.

Manufacturer narrative:
Prosthetic valve degeneration. Device was not returned. The device was not returned to edwards for analysis. The device history record was reviewed and showed that this device met all manufacturing specifications for product released prior to distribution. No issues were identified that would have impacted this event. Without return of the device, no definitive conclusions could be drawn regarding the clinical observation. Aortic regurgitation (ar) in bioprosthetic heart valves, also known as aortic insufficiency, occurs when the valve does not close properly in diastolic phase, which results in retrograde flow of blood into the left ventricle. Regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.